Event description:
It was reported that during a procedure, the surgeon attempted to insert checkpoint pin and realized it was broken. The metal portion that sits in the t-wrench was spiraling off. Another checkpoint was used to continue with the procedure with no delay or patient injury.

Manufacturer narrative:
The device, used during treatment, was returned for a prior investigation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review was performed and found similar reports of this event. A relationship between the device and the reported event have been established. Visual inspection of the device confirmed that the head of the checkpoint was not completed. This was covered by the fact that the portion to be removed was still partially attached and gave the appearance of a finished surface. While inserting the pin onto the handle the edge of the material was caught and revealed as not fully connected. This was likely due to a manufacturing process error.